Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a p120 moses laser console. According to the complainant, during the procedure, the laser fiber was broken. The procedure was completed with another flexiva ID tractip 200 laser fiber. No patient complications were reported.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. Problem code 1069 captures the reportable event of fiber broke. Investigation results: one flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 137.1 cm from the top of the connector to the break. The second piece measured approximately 175.6 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 5, 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a p120 moses laser console. According to the complainant, during the procedure, the laser fiber was broken. The procedure was completed with another flexiva ID tractip 200 laser fiber. No patient complications were reported.